Event description:
The reporter stated that back to back blood glucose tests were done, within minutes, using separate fingersticks. The reporter's results were 355, 197 and 300 mg/dl. The reporter did not have any symptoms. A control solution test was not done due to lack of supplies. No harm was alleged.